Manufacturer narrative:
One unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The root cause could not be determined as engineering was unable replicate the incident. This report is being filed as a result of a re-review of applied medical complaints received between (B)(6) 2014 and (B)(6) 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an (B)(6) 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap nissen- "multiple dry fires on bleeders and during clipping of penrose drain. No extra clips fell out of jaws after dry fires between dry fires. Device worked fine in between dry fires followed by full closure. Rep noticed no concerns with technique. Type of intervention- new product was opened. First two clips dry fired but device worked for rest of case. Patient status- ok."